Event description:
Customer had her ear pierced with the inverness ear piercing system in a retail store 7/5/97. The piercing site became infected and she received meical treatment 8/1/97. She was treated with antibiotics and subsequently was hospitalized and the infected area was surgically treated.